Manufacturer narrative:
(B)(4). The customer reported an intermittent failure to acquire pads ECG (heart rate). There was no report of negative patient impact. The unit was returned to philips and evaluated. The symptom could not be duplicated and the device passed all testing, therefore, we cannot determine the cause. Based on the customer's report, we are considering this a malfunction. See scanned page.

Event description:
The customer reported an intermittent failure to acquire pads ECG (heart rate). There was no report of negative patient impact.